Manufacturer narrative:
It was reported that a tip broke off inside the balloon port causing the balloon to deflate. Customer contact stated that while blowing up the balloon with a prefilled syringe the syringe tip broke off inside the balloon port and the balloon deflated, they were unable to get the tip of the syringe out of the port. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that a tip broke off inside the balloon port and the balloon deflated.